Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the left arm fistula. The physician advanced the 9.0mm x 40mm, 75cm mustang balloon catheter to treat the target lesion. During the first inflation the balloon ruptured at unknown pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the balloon identified no tears in the balloon. However when an attempt was made to inflate the balloon, a pinhole leak was identified in the balloon material at the proximal edge of the proximal transition zone. No other issues were noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the left arm fistula. The physician advanced the 9.0 mm x 40 mm, 75 cm mustang balloon catheter to treat the target lesion. During the first inflation the balloon ruptured at unknown pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.